Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A f/u report when the investigation is complete.

Event description:
A customer reported that they obtained high readings on their precision xtra/optium blood glucose meter. The customer obtained a reading of 158 mg/dl compared to a laboratory reading of 86 mg/dl taken within a ten-minute timeframe. The results were plotted on a parkes error grid and the results fell within the c zone. This is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.